Event description:
Patient was contacted on (B)(6) 2022 for follow-up to first-time product use. Patient's wife stated that the patient was hospitalized due to uti after starting use of men's liberty. Patient's wife stated that he wore one ml for 3 days, developed an infection, was in the hospital, and to call her back later. Product specialist called back. Patient's wife stated he would start using ml again now that he is cleared of infection. Product specialist gave her suggestion for recommended wear time (24 hours), proper positioning to help prevent backflow, and what to watch for. Patient's wife was unable to provide the men's liberty lot number.

Manufacturer narrative:
Hospital or doctor's notes confirming the reported infection were not received. Patient's wife wouldn't report where he was seen or treated. There are no notes on patient medical history to review. Patient's wife was also unable to provide a lot number, so manufacturing records could not be reviewed. Report will be updated if further information or notes on patient medical history are received. There is no confirmed history of infection related to our product. There is no indication that the device failed to meet specifications or malfunctioned, and the cause is not established.